Manufacturer narrative:
Product complaint # (B)(4). This report is for one (1) unknown screw/part and lot numbers are unknown. Without the specific part and lot number, the UDI is not available. Initial reporter is j&j company representative. (B)(4). Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn at the time of filing this report. Investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that the reason for the revision procedure on (B)(6) 2021, was that two screws had been loose. The primary surgery was in 2017. No further information is available. Concomitant device reported: unknown setscrew (part# unknown, lot# unknown, quantity unknown). Unknown rod (part# unknown, lot# unknown, quantity unknown). Unknown rod connector (part# unknown, lot# unknown, quantity unknown). This complaint involves two (2) devices. This report is for one (1) unknown screw. This report is 1 of 2 for (B)(4).